Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the severely calcified artery. A 2mm x 20mm x 143cm coyote es balloon catheter was advanced for dilation. However, during second inflation at 10 atmospheres for 30 seconds, the balloon ruptured. The device was removed without any issues and the procedure was completed with a different device. There were no patient complications nor injuries reported.